Event description:
Dealer states the device was raising and lowering on its own. The device was also beeping.

Manufacturer narrative:
Dealer reports the new batteries were put in new and the beeping stopped. They tested the device with weight and there was no movement that was not directed by the remote.